Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included pregnancy on (B)(6) 2000, amenorrhea and pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant), experienced pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain and bladder/urinary prob unable to afford surgery. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy noted in date of birth (B)(6). 2-3 coils were visualized protruding into the endometrial cavity following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure on (B)(6) 2008: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: previously reported event pregnancy with complication replaced with ectopic (pregnancy) , pregnancy outcome were changed from "live birth; outcome unknown" to "not applicable", patient history were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida I on (B)(6) 2000, amenorrhea and gravida ii. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased, weight decreased, genital haemorrhage and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain and bladder/urinary prob unable to afford surgery discrepancy noted in date of insertion (B)(6) 2008 discrepancy noted in date of birth (B)(6) 1983 2-3 coils were visualized protruding into the endometrial cavity following deployment. Patient had experienced another pregnancy which was captured in another case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2008: unilateral occlusion (left tube occluded); in (B)(6) 2009: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida I on (B)(6) 2000, amenorrhea and gravida ii. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased, weight decreased, genital haemorrhage and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain and bladder/urinary prob unable to afford surgery discrepancy noted in date of insertion (B)(6) 2008 discrepancy noted in date of birth (B)(6) 1983 2-3 coils were visualized protruding into the endometrial cavity following deployment. Patient had experienced another pregnancy which was captured in another case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2008: unilateral occlusion (left tube occluded); in (B)(6) 2009: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: events added: abortion of ectopic pregnancy, abnormal bleeding (general), abnormal bleeding (vaginal), lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included gravida I on (B)(6) 2000, amenorrhea and gravida ii. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant), experienced pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain and bladder/urinary prob unable to afford surgery. Discrepancy noted in date of insertion on (B)(6) 2008. Discrepancy noted in date of birth on (B)(6) 1983. 2-3 coils were visualized protruding into the endometrial cavity following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure: on (B)(6) 2008: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.